Manufacturer narrative:
Service was dispatched to the site on 02/07/2012 for this event. Multiple hardware areas were addressed. Upon completion of the repairs all assays were calibrated and a quality control (qc) assessment demonstrated that qc was within range. After the completion of the necessary and verified repairs the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that discrepant cardiac troponin (accutni) results were generated from an access 2 immunoassay system beginning on (B)(6) 2012. The customer provided evidence of three patient samples which generated discrepant/erratic results on (B)(6) 2012. The customer also indicated that a fourth patient's sample was utilized for precision testing on the access 2 immunoassay system and demonstrated erratic accutni results. Beckman coulter inc. Assessment of customer supplied patient data revealed that higher than expected accutni results, above the acute myocardial infarction (ami) cut-off, were generated for two patients, and erratic accutni results within and above the reference range of the assay were generated for an additional two patients. The elevated/erratic accutni results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied performance data indicated that system check data was recovering within specifications at the time of the event. Additionally, quality control results were recovering within the customer's established specifications the customer did not provide specific patient information for this event or sample collection handling information.